Manufacturer narrative:
Unknown, complainant was only able to provide the product name but, was unable to provide the model number, lot number or product sizing information. Based on the available information, this event is deemed to be a serious injury.   No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed and will be monitored through our post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
End user reports when using the "aquacel ag sheet", his skin was pink and moist although draining quite a bit, however the wound turned black which resulted in his vascular surgeon debriding the tissue in his office. End user reports he was changing the dressing daily. His wound bed is now pink and moist again. End user states he uses saline solution to wash out the wound and changes the dressing daily. He was unable to provide the specific aquacel ag product information regarding lot number or icc number. The end user further reports that he is now using ¿aquacel rope¿ and his wound seems to be responding well to it.